Event description:
The customer reported there was no audio on the dinamap procare 100 pt monitor. There was no reported pt injury associated with this event.

Manufacturer narrative:
Depot repair engineer diagnosed the problem to be a failed procare speaker. The speaker was replaced and the monitor was determined to be functional. Old speaker was beyond it's intended life. According to the MFR, jema, the expected life of the speaker is 2 yrs.